Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had no power and screen was black. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device no power and screen was black. A field service engineer (fse) found station with main half height drawer 6.1 & 6.2 not detected on bus. Fse opened the back panel and found no power going to the module or controller boards. Fse replaced the module and both controller boards. Fse rebooted the station, and the customer tested inventory with good results. Drawer was tested in the hardware test application (hta) with good results. The system functioned as intended after the field service engineer repaired the device.